Manufacturer narrative:
Per the report, the item rattles and does not nebulize. Customer also reported, "patient caretaker called in to report unit rattle and no air pressure/ not nebulizing." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, the item rattles and does not nebulize.